Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2013 (B)(4) submitted for adverse event which occurred on (B)(6) 2015 (B)(4) submitted for adverse event which occurred on (B)(6) 2015 (B)(4) submitted for adverse event which occurred on (B)(6) 2015.

Event description:
It was reported by an attorney that the patient underwent recurrent epigastric ventral hernia repair surgery on (B)(6) 2013 and mesh was implanted during which the surgeon noted the extremely scarred previously placed mesh was tediously dissected off the fascial ring. It was reported that the patient underwent removal surgery and recurrent midline epigastric ventral hernia repair surgery on (B)(6) 2013. It was reported that the patient underwent subsequent hernia repairs and lysis of dense adhesions on (B)(6) 2015. It was reported that the patient experienced severe pain, dense adhesions, nausea, inflammation, bulging, loss of appetite, stress and anxiety. It was reported that the patient previously underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. Other procedure is captured on a separate file. No additional information is provided.